Event description:
Procedure: nephrectomy. According to the reporter: the stapler misfired on the renal artery and then the jaws would not close to remove the gun from the trocar. The procedure was converted to open to finish nephrectomy.

Manufacturer narrative:
Initial report sent to FDA on 11/14/08.